Event description:
It was reported that during a coronary stenting treatment procedure, stent deformation occurred. The lesion was located in the right coronary artery. A 3.5 x 16 promus element plus was implanted at distal initially then a 3.5 x 38 promus element plus was implanted at the proximal portion of the vessel. A 5.0 x 15 maverick xl was used to post dilate but was unable to be delivered inside the 3.5 x 38 promus element plus stent. The balloon was removed and a deformation was observed at the proximal edge of the stent. A 5.0 x 8 nc quantum balloon was used instead to post dilate the proximal edge of the 3.5 x 38 promus element plus stent. Visualized the stent and the stent looks good. The case was completed. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).